Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an ilium biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, while taking a routine biopsy from the ilium, the physician felt that the jaws were not closing properly. The physician retrieved one biopsy specimen to complete the procedure. However, on (B)(6), 2011, two days following the procedure, the patient returned with a hemorrhage at the biopsy site. The bleed was stopped using a clip. On (B)(6), 2011 information was received indicating that the patient's current condition was stable.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an ilium biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, while taking a routine biopsy from the ilium, the physician felt that the jaws were not closing properly. The physician retrieved one biopsy specimen to complete the procedure. However, on (B)(6), 2011, two days following the procedure, the patient returned with a hemorrhage at the biopsy site. The bleed was stopped using a clip. On (B)(6) 2011 information was received indicating that the patient's current condition was stable.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Functionally, the unit was able to be opened and closed without issue. The condition of the returned incident device showed no evidence which could have contributed to the reported event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).